Event description:
A primary care nurse from denmark had misunderstood a patient's blood glucose reading of hi on the contour xt. She thought the patient was hypoglycemic and gave the patient orange juice to drink. The patient was sent to the hospital due to ketoacidosis. Information regarding treatment was not provided. It was stated the patient would have been sent to the hospital even without being given the juice. Product was not replaced.

Manufacturer narrative:
The model# was not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.